Event description:
During use of the device for a non-clinical activity, the user reported that the blade guide was being sent to sterile processing, the user noticed the blade guide was bent. When the user tried to straighten out the guide, it broke off. Since the event occurred during a non-clinical activity, there was no pt involvement.